Event description:
Reuseable monopolar cord split and caught fire on the bovie machine side. Unplugged cord and fire (contained) went out and new cord installed. Burned cord removed from field. No negative results happened. Bovie machine was replaced and checked out by biomed. Burned cord taken by biomed. Biomed kept bovie and burned cord. Biomed found bovie has damage. Cord plugs in. The associated circuit board has damage.